Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, a contact force issue occurred with the tacticath ablation catheter resulting in a delay. Contact force was displayed as expected initially. After rf was applied, the catheter was pulled out to observe for ten minutes. However, when the catheter was reinserted into the right atrium again to consolidate ablation, it was noted that the ensite mapping system displayed an error message stating: "no contact force information available". The connections were checked, the tactisys and mapping system were restarted, but the issue was not resolved. The catheter was then exchanged which resolved the issue and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported event of a contact force issue was confirmed. No contact force was displayed when the returned device was connected to the tactisys quartz unit. An optical signal loss error were displayed, and optical fiber 2 no longer met specifications for optical properties. Further investigation revealed that the backfill adhesive within the catheter shaft had been fractured between electrode rings 2 and 3. Optical fiber 2 and the deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the backfill adhesive, consistent with the observed error messages, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.